Event description:
During a routine performance inspection, it was reported that the device would not deliver defibrillation energy higher than ten joules. There was no pt use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the wave shaping inductor resistor and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.